Manufacturer narrative:
B5: upon further review, it has been determined that the event is not MDR reportable. Secondary surgical intervention has not occurred, and there has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim #: (B)(4)

Event description:
Dl a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced mild subcapsular opacity. The lens remains implanted. Cause of the event is unknown.

Manufacturer narrative:
Claim (B)(4).